Event description:
The customer reported that the device would "not release". There was no pt injury. There is no further info available.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained a f/u report will be submitted.